Manufacturer narrative:
Dextrus 60: upon receipt, the lead under complaint was found cut 16.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The inspection showed an additional cut into the insulation 3.5 cm distal to the is-1 connector pin and a stretched conductor coil and damaged insulation 15 cm distal to the is-1 connector pin, these damages most likely resulted from the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Dextrus 45: upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The inspection showed a bent is-1 connector pin, an additional cut into the insulation 3.5 cm distal to the is-1 connector pin and a stretched conductor coil and damaged insulation 8 and 9.5 cm distal to the is-1 connector pin. These deviations probably occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: pt presented to device clinic with high thresholds and under sensing in both leads. Lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.